Event description:
On (B)(4) 2012, olympus (B)(4) received a report of an adverse event through the (B)(6). A female patient (demographics unknown), who received osigraft approximately two years ago as part of an experimental treatment 'for osteogenesis disease factor', reported that 'she saw some adverse event related to osigraft'. No additional information was included in the initial report. Additional information was received from the (B)(6) on (B)(6) 2012. The (B)(6) confirmed that the patient, a female, initials (B)(6), received osigraft in conjunction with an ilizarov external fixator as part of a bone lengthening procedure in (B)(6) 2009. The surgery was undertaken in order to extend the patient's right tibia ,which was 3.5 cm shorter following an unspecified trauma. Post operatively, oedema and soft tissue swelling were observed, which were considered 'a likely inflammatory reaction to the osteogenic protein'. The lengthening stage was marked by the gradual appearance of varus and procurvatum deformity of the regenerated bone, which was accompanied by distortion of the external fixator rods. The rod distortion was corrected through manipulation of the external fixators. However, the deformity reappeared 'during the consolidation phase' and the external fixator was removed owing to the bone callus plasticity. The bone deformity 'went on increasing gradually' until it reached a 25 degree proximal varus, and a 25 degree procurvatum deformity, accompanied by a 2 centimeter shift of the bone stumps and an overall reduction in length of approximately 2 centimeters. The patient underwent a corrective osteotomy surgery in (B)(6) 2010, with a new ilizarov external fixator in conjunction with unspecified bone lengthening to address the continued difference in limb length. The (B)(6) 2010 surgery involved 'partial breaking of the tibia and total breaking of the fibula'. The external fixator was removed in (B)(6) 2011. The patient currently suffers from retraction of the achilles tendon with insufficient foot dorsiflexion and 'scarring with retraction' corresponding to external fixator sites. The patient suffers from 8 mm excess length of the right tibia, 15 degrees clinical varus, '7 degrees varus at radiography' and '15 degrees procurvatum deformity at radiography'. Additionally, the patient complains of fatigue when walking or standing for protracted periods of time; neck and back pain attributed by the physician to bad alignment; tibial-tarsal pain during foot dorsiflexion and pain in the right knee extensor apparatus. An eight millimeter 'uplift' to the left leg in conjunction with postural alignment exercises was proposed by the surgeon as a potential treatment option. No additional information is expected.